Manufacturer narrative:
Investigation summary: bd received three photos for investigation. Evaluation of these photos indicated a poor gel barrier separation, however, fibrin in the serum could not be observed. Additionally, a total of 100 retained samples were visually inspected for both lot numbers provided, and no gel or additive defects were found. Complaints for sample quality are under statistical control for the month of july 2025. At this time, further testing is not indicated. Based on a review of the device history record for the incident lots, all product specifications and requirements for lot release were met. This complaint has been confirmed for the lot 5072059 for the indicated failure mode: poor barrier separation based on customer photo analysis. This complaint has not been confirmed for the lot 5072059 for the indicated failure mode: fibrin. Bd has initiated further root cause investigation relating to the issue of sample quality through corrective and preventive actions. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
Report 1 of 2. It was reported while using bd vacutainer® sst¿ ii advance plus blood collection tubes, poor barrier separation and fibrin filaments were seen in an unspecified number of tubes. No adverse impact was reported regarding the patient or use.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Report 1 of 2 it was reported while using bd vacutainer® sst¿ ii advance plus blood collection tubes, poor barrier separation and fibrin filaments were seen in an unspecified number of tubes. No adverse impact was reported regarding the patient or user.